Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic with vt and vf episodes. It was noted that the patient received inappropriate shocks. High lead impedance was also observed. The patient was scheduled for lead revision; however, the patient passed away prior to the scheduled explant. There is no allegation from a health care professional that the death was device related. The lead will not be returned for evaluation, as the system was interred with the patient.